Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became scratched. Reportedly, the pump is still functioning as intended. Customer's blood glucose level was not impacted.